Manufacturer narrative:
The reported failure of ventilator inoperative is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. A field action was initiated with record ID r2410297/r2427202, and consisted of a field safety notice. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
A bipap a40 device was returned to the service center. This issue has been identified under the fsn 2023-cc-src-039 due to interruptions and/or loss of therapy due to a ventilation inoperative alarm. There is no allegation of serious or permanent harm or injury. The device was not documented to be in patient use. During the evaluation of the device, the service technician observed a ventilator inoperative error code e088 (this error indicates that the device cannot be operated after three restarts). The device evaluation does not identify any specific component malfunction that would need to be replaced to resolve the ventilator inoperative condition. No repair was performed. The device will be scrapped as per customer request. Additionally, the device had dust/dirt contamination, and data identified additional unrelated error codes. These error codes were consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that the error codes contributed to or caused the reported event. The device will be scrapped at the customer's request; therefore, no additional repair information was provided.